Event description:
It was reported that the pt had an infection over the generator site. The pt denied any trauma. While at the hospital, the device was interrogated and was said to be working properly. The pt was admitted to the emergency department for drainage of fluid and antibiotics were administered. The pt was scheduled for surgery for possible re-implant at a later date. Pt is on antibiotics vancomycin and ceftriaxone for 6 weeks. It was later noted that the pt received a scratch on his shoulder while being assisted during a seizure, which is believed to have been the source of the infection. There were no manipulation or hygiene concerns. Cultures of infection confirmed mrsa. Device was explanted, but it has not been returned to manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.